Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00365.

Manufacturer narrative:
Event date - implant date - manufacture date- expiration date - unk.

Event description:
It is reported that significant lateral migration occurred in 2 patients. Significant medial migration occurred in 1 patient. Significant caudad migration occurred in 2 patients, one of which was due to septic loosening and the other due to pelvic ring fracture. Cranial migration occurred in 12 patients.